Manufacturer narrative:
Correction: d4 catalog number, lot number, expiration date. H4: manufacturing date. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received prompting us to alter or supplement any information contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the additional information, the implant was removed and replaced due to connectors falling off.